Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the buttons were unresponsive and the insulin pump had audio anomaly. Customer's blood glucose level was unknown. Customer states that numbers were not ramping on their own. Customer states the scroll bar was not moving with no input. Customer reports they did not hear beeps when audio volume settings were saved. Customer states that the up and down key does not work all the time. The device will be returned for analysis.